Manufacturer narrative:
Tech report: after speaking to the pt that has had the incident and hearing what happened from her and seeing the hoist itself, I concluded that the sling can not have been properly attached to the sling bar. With the sling bar clip not being there, the weight of the pt in the sling would hold the sling in the correct place and would not allow the loop of the sling to come back up and out of the sling bar. The only way I could see this happening is if the sling loop was put on the clip rather than in the correct position on the bar. This would cause the clip to detach from the bar as it is designed to do this and is not designed to take any weight. More care should be taken in future to make sure that the sling loops are in the correct position on the sling bar before any lifting of the pt is carried out.

Event description:
Info provided indicated that as the pt was being lifted by a likorall, the nurses heard a loud "snap" and the pt fell about 3 feet to the floor with one leg still in the sling. Pt reported a hurt back.